Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. Customer also reported an inaccurate fill estimate and an occlusion alarm. Customer declined tandem technical support's offer to troubleshoot and changed the cartridge to address the fill estimate and occlusion. Customer's blood glucose was 138 mg/dl.